Event description:
A ventilator was returned to the manufacturer's service cent for end of rental. The customer made no allegation of device malfunction or patient harm. The ventilator's high pressure limit potentiometer was identified. The malfunction caused the device to fail to audibly alarm and relieve pressure when the set high pressure limit was exceeded. The potentiometer was replaced to correct the problem.

Manufacturer narrative:
The potentiometer was evaluated by the manufacturer's engineering department and was found to have dislodged rear enclosure, which caused an open circuit condition due to excessive movement of the potentiometer shaft. The malfunction appears to have been caused by significant physical force (unit was dropped or struck) applied to the front of the component. A review of the manufacturer's adverse event database for the past four years confirmed there have been no adverse events caused by high pressure limit potentiometer failures. The manufacturer concludes the potentiometer was subjected to stress or impact beyond its intended design and no further action is required.